Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard as tibial bearing, catalog #: ep-189046, lot #: 755680; vangaurd cr ilok femoral, catalog #: 183002, lot #: 881460; biomet cc cruciate tray, catalog #: 141232, lot #: j3592315; palacos bone cement, catalog #: 00111314001, lot #: 79894391; palacos bone cement, catalog #: 00111314001, lot #: 79894391. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. Reported event was unable to be reviewed with the limited information provided. Device history record (DHR) was reviewed with no deviations identified. Root cause could not be determined with information available. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09700, 0001825034-2018-11280, 0001825034-2018-11278. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported patient underwent partial knee revision. Subsequently, the patient was revised for a total knee two months post op. Since the revision surgery, the patient has been experiencing pain, swelling, limited range of motion, restrictions on most activities and affected balance.